Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. Summary of investigational findings: imaging confirms that filter was placed below renal veins with mild anterior tilt but no right tilt. The right lateral primary leg has perforated the ivc and touches the right kidney, however, the kidney was not affected. The two right anterior secondary legs project into the right ovarian vein ostium. Second CT performed after a left hemocolectomi. CT performed for back pain and incidentally imaged the filter. One of the secondary legs are missing, which previous was tenting/perforating the right gonadal vein ostium. Filter retrieved by using loop snare technique. No migration occurred. Two right lateral secondary filter legs fractured and embolized to the heart. One fractured and embolized between (B)(6) 2013. The other perforated and was bent in the same period but fractured before retrieval attempt in (B)(6) 2014. Retrieval of fractured pieces will be extremely difficult as the fragments will be constantly moving with cardiac motion. Filter was returned and two secondary filter legs are fractured. One 5,5 mm below clip bushing and the other 6mm below clip bushing. The filter was measured and the distance between secondary filter legs was found within specifications. Sem analysis was performed and showed that both fractures were stress-related initiated from inside the center of the filter after both secondary filter legs were bent outwards. Based on imaging, patient had a sternotomy and hemicolectomy. Unknown what caused changes to the filter position and filter configuration during implant causing perforation and fractures of secondary legs based on the available information in event description. Unknown if the mentioned sternotomy influenced on filter position. From the literature it is known, that manipulation in the area of the filter may promote filter perforation which over time may cause changes to the filter configuration and to the filter placement, thus causing stress and possibly fracture to the wires. Fracture of the wire is an uncommon, but known risk in relation to filter implant. No evidence to suggest filter was not manufactured to specifications. Wc will continue to monitor for similar events. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: patient admitted on (B)(6) 2014 to potentially have her ivc filter removed as it was noted that one limb was missing on (B)(6) 2013. Unable to find the limb at the time. Repeat CT on (B)(6) 2014 showed that one limb of the ivc filter was in the right ventricle and perforating the ventricular wall. Second limb also identified to be in the right and/or left ventricle, free floating or penetrated the left ventricle. Patient for repeat angiogram on (B)(6) 2014 and removal of the remainder of the ivc filter. Also may have cardiac angio and potentially retrieve the broken legs from the ventricles surgically. Additional information received: the main filter body was removed (B)(6) 2014. There are 2 arms missing from the filter body and they were well and truly imbedded in the patients right and left ventricles. The physician has recommended that the patient have a grated contract CT today ((B)(6) 2014) to see if there is any part of the products that can be snared or grabbed with forceps. Physician attempted to retrieve the broken legs with a cardiothoracic surgeon on (B)(6) 2014. Attempt was unsuccessful. Open heart surgery is now planned. Description of removal of legs from the physician: redo sternotomy and removal of wires (B)(6) 2014. Needed tricuspid repair. Patient outcome: two legs of the device remain inside the patient. The patient required additional procedures due to this occurrence: repeat angiograms and device limb retrievals.